Manufacturer narrative:
Failure analysis noted that the insulin pump had a button error alarm due to corroded keypad traces. There was no moisture damage on the electronics. There was no audio beep anomaly. The pump had scratched display window, cracked display window corner, cracked battery tube threads and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 90 mg/dl at the time of incident. The customer stated that it was raining and there was moisture between the buttons. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.